Manufacturer narrative:
(B)(4).

Event description:
The consumer reported they had no therapy relief and the implant kept flipping since implant. Stimulation was felt in the patient's left leg and not in the appropriate bicycle seat area. The leg tingled when stimulation was on and reportedly trembled even when the stimulation was off. It was noted that the tingling occurred 3 days prior to the report. The patient wanted the device removed and did not want to try a different program. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor.